Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:30am. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shakiness" 3 hours after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the meter did turn on when a test strip was inserted, there was no indication of product misuse, the subject meter was being used for the first time, the correct test strips were being used and the meter did turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "shakiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.